Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose and diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 500 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin pump had no delivery alarm. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.